Event description:
It was reported that during photo selective vaporization of the prostate (pvp) procedure, the fibers tip came loose and detached, the procedure was completed with another device. There were no patient complications.

Event description:
It was reported that during photoselective vaporization of the prostate (pvp) procedure, the fiber's tip came loose and detached, the procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis, physical analysis of the product could be performed. The reported device performance allegation cannot be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.